Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with broken belt clip rails and label damage. Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph at a period of time and had high sleep current, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm. Battery did not last more than 1 week. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.